Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/19/2016, belt 10/29/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received four inappropriate treatments in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the device was started up at 14:47:40 on (B)(6) 2021. The patient received the first inappropriate treatment at 09:19:17 on (B)(6) 2021. The patient's rhythm at the time of treatment was asystole. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with pvc's. The patient received the second inappropriate treatment at 09:19:58. The patient's rhythm at the time of treatment was an idioventricular rhythm at 30 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm with pvc's and motion artifact. The patient received the third inappropriate treatment at 09:32:59. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 45 bpm with CPR/motion artifact. The patient received the fourth inappropriate treatment at 09:33:35. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm. The patient's rhythm degraded to asystole at 09:33:55. The patient was in asystole until the electrode belt disconnection at 10:33:47 on (B)(6) 2021. It was not reported who disconnected the electrode belt.